Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. It was reported that the lower ins is not working, even if they change the settings, and noted this has been since their pain pump was replaced 2 weeks ago. Caller stated patient has a follow up appointment on friday, (B)(6) 2026, and would like a manufacturer representative (rep) present at that appointment. Agent provided nas and sent email to field, at caller's request. See 608815491 for omitted info regarding their pump